Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "21ga eclipse needle bevel is upside down, or, not in the correct orientation. Another device was opened from the same box and it fell apart. The customer stated in their email that the flimsy connection of the needle and hub may be the cause of the needle orientation issue. They are going to pull the lot from all locations until they get a resolution." 10 occurrences were reported.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and hub/collar separation was observed. The incorrect bevel orientation noted by the customer can be attributed to the loose connection between the hub and collar. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "21 ga eclipse needle bevel is upside down, or, not in the correct orientation. Another device was opened from the same box and it fell apart. The customer stated in their email that the flimsy connection of the needle and hub may be the cause of the needle orientation issue. They are going to pull the lot from all locations until they get a resolution." 10 occurrences were reported.